Event description:
A surgeon reported a case of endophthalmitis following intraocular lens implant. Additional info has been requested.

Event description:
The surgeon provided add'l info stating that three days following implantation of an intraocular lens (iol), the pt presented with decreased vision. The pt underwent a vitrectomy with intravitreal antibiotics. The last reported visual acuity was handmotion. The surgeon stated the iol did not malfunction and that the event was unrelated to the product.